Manufacturer narrative:
(B)(4).

Event description:
It has been reported that device voice prompts are not functioning correctly. There was no negative patient impact.

Event description:
It has been reported that device voice prompts are not functioning correctly. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.